Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant elevated troponin I results is user error. Review determined that an invalid calibration had been accepted which caused the increased values for patients and qc. The account had no patient samples within ctni sample stability limits to repeat testing. Siemens healthcare diagnostics reinforced with the customer the correct calibration acceptance protocol. The account recalibrated the method and confirmed with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated troponin I (ctni) results were obtained on quality control samples after a calibration event. Patient results were reported during the interval with qc results elevated above laboratory ranges. After recalibration, the discrepant elevation was noted and qc recoveries returned to within laboratory ranges. It is unknown if patient treatment was altered or prescribed during the period of discrepant elevated ctni qc recoveries. There was no report of adverse health consequences as a result of the discrepant elevated ctni qc recoveries.